Event description:
It was reported that the insulin pump alarmed motor error multiple times. The caller also reported that the insulin pump had batteries that lasted about 7 days for the last 3 battery changes. The customer confirmed that the recommended batteries were being used and that the user followed infusion set change protocol. The caller did not know the blood glucose reading. The customer was unable to troubleshoot the insulin pump, as the insulin pump was not with the customer at the time of call. The caller was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.